Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery for orbital medial floor fracture with the rapidsorb plate in question. The surgeon commented that the reduction was insufficient. Patient was stable after the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery for orbital medial floor fracture with the rapidsorb plate in question. The surgeon commented that the reduction was insufficient. No further information is available. Concomitant device reported: unknown screw (part# unknown, lot# unknown. Quantity 1). This report is for one (1) unk - plates: cmf. This is report 1 of 2 for (B)(4).